Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The complaint could not be reproduced during in-vitro testing. However, it was confirmed during review of the dms data analyzed through a rate of change in the glucose values, and its root cause is noise in glucose values. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D9 device available for evaluation? Yes, device received on 15 december 2021. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.